Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a (B)(6) female patient who had essure (batch no. 646516) inserted. The patient's past medical history included tobacco abuse. Previously administered products included for an unreported indication: prednisone. Concurrent conditions included irritable bowel syndrome, dyspareunia, polyuria (urinates a lot during the day and at night may get up 4 times at night.), cystitis interstitial, polyp, anxiety (on and off for years), insomnia, mood change, menorrhagia (thermachoice ablation), vaginal discharge, depression, hot flashes (for about 3-4 months, described as mild), weight gain (has gained 60lbs in the last 8 years), fatigue, nocturia (twice a night), incontinence (only with coughing), hypothyroidism, seasonal allergy, iron deficiency anemia, restless legs syndrome, restless legs syndrome, fluid retention, joint pain, obesity, uterine bleeding, swelling abdomen, leiomyoma nos, urinary incontinence and pelvic adhesions (adhesions of bladder to uterus). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 4 years 7 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy ). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. ¿concerning the injuries reported in this case, the following one were extracted from the patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on 29-mar-2018: medical records received: the case became incident as event menorrhagia was extracted and replaced previous event injury nos. Her concurrent conditions were added. Essure lot number was added. Essure removal date of (B)(6) 2014 was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("bladder perforation"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder nos") in a 47-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s):no". The patient's past medical history included tobacco abuse and gravida. Previously administered products included for an unreported indication: loestrin and prednisone. Concurrent conditions included irritable bowel syndrome, dyspareunia, polyuria (urinates a lot during the day and at night may get up 4 times at night.), polyp, anxiety (on and off for years), insomnia, mood change, nocturia (twice a night), seasonal allergy, iron deficiency anemia, restless legs syndrome, fluid retention, joint pain, obesity, uterine bleeding, swelling abdomen, leiomyoma nos, pelvic adhesions (adhesions of bladder to uterus), arthritis and iron deficiency anemia. Concomitant products included alprazolam (xanax), amitriptyline, ascorbic acid (vitamin c), diazepam (valium), eszopiclone (lunesta), ferro-folsan (iron folic), fish oil, furosemide, gabapentin, levothyroxine, liothyronine, loratadine (lotan), methotrexate, multivitamins, norethisterone (nor-qd), pentosan polysulfate sodium (elmiron), potassium chloride (k-lor), prednisone, ropinirole, sertraline, teevex, vitamin d nos and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced rash ("constant rashes/ trunk/ body / extremity"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss."). In (B)(6) 2012, the patient experienced polymenorrhoea ("frequent menses"). In 2012, 4 years 7 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), the first episode of cystitis interstitial ("bladder disorder /ic requiring bladder instillations/"), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), mood swings ("mood swings"), urinary incontinence ("incontinence"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), peripheral swelling ("swelling of extremities"), pelvic pain ("pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), irritability ("hormonal changes describe: irritable"), the second episode of cystitis interstitial ("interstitial cystitis"), cystitis ("bladder infection") and urinary tract infection ("uti"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2014, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pruritus ("itching"). The patient was treated with biotin, antibiotics, surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (ablation and hysterectomy), surgery (ablation and hysterectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the bladder perforation, menorrhagia, vaginal haemorrhage, autoimmune disorder, urinary tract disorder, dyspareunia, weight increased, urinary incontinence, vaginal infection, female sexual dysfunction, peripheral swelling, pelvic pain, polymenorrhoea, cystitis and urinary tract infection outcome was unknown, the genital haemorrhage, mood swings, rash, pruritus, migraine, headache, fatigue, alopecia, back pain, abdominal pain and irritability had resolved and the last episode of cystitis interstitial had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder perforation, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, migraine, mood swings, pelvic pain, peripheral swelling, polymenorrhoea, pruritus, rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of cystitis interstitial and the second episode of cystitis interstitial to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following one were extracted from the patients medical record: menorrhagia, device monitoring procedure not performed, dyspareunia, cystitis interstitial, mood swings, polimenorrhea, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of quality-safety evaluation of product technical complaint (FDA code update). Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ("menorrhagia") in a 49-year-old female patient who had essure (batch no. 646516) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s):no". The patient's past medical history included tobacco abuse. Previously administered products included for an unreported indication: prednisone, nor-qd and loestrin. Concurrent conditions included irritable bowel syndrome, dyspareunia, polyuria (urinates a lot during the day and at night may get up 4 times at night.), cystitis interstitial, polyp, anxiety (on and off for years), insomnia, mood change, menorrhagia (thermachoice ablation), vaginal discharge, depression, hot flashes (for about 3-4 months, described as mild), weight gain (has gained 60lbs in the last 8 years), fatigue, nocturia (twice a night), incontinence (only with coughing), hypothyroidism, seasonal allergy, iron deficiency anemia, restless legs syndrome, restless legs syndrome, fluid retention, joint pain, obesity, uterine bleeding, swelling abdomen, leiomyoma nos, urinary incontinence, pelvic adhesions (adhesions of bladder to uterus), arthritis, chronic interstitial cystitis, iron deficiency anemia and urinary incontinence. Concomitant products included alprazolam (xanax), amitriptyline, ascorbic acid (vitamin c), diazepam (valium), eszopiclone (lunesta), ferro-folsan (iron folic), fish oil, furosemide, gabapentin, levothyroxine, liothyronine, loratadine (lotan), methotrexate, multivitamins, pentosan polysulfate sodium (elmiron), potassium chloride (k-lor), prednisone, ropinirole, sertraline, teevex, vitamin d nos and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2014, 4 years 7 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vaginal haemorrhage ("vaginal bleeding"), bladder disorder ("bladder disorder /ic requiring bladder instillations"), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), mood swings ("mood swings") and incontinence ("incontinence"). The patient was treated with surgery ((B)(6) 2014 ,hysterectomy with bilateral salpingo-oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the menorrhagia, vaginal haemorrhage, bladder disorder, urinary tract disorder, dyspareunia, weight increased, mood swings and incontinence outcome was unknown. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered bladder disorder, dyspareunia, incontinence, mood swings, urinary tract disorder, vaginal haemorrhage and weight increased to be related to essure. ¿concerning the injuries reported in this case, the following one were extracted from the patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter and patient demographics were added. Concomitant disease, concomitant drugs were added. Updated suspect drug indication. Events vaginal bleeding, bladder disorder /ic requiring bladder instillations, urinary tract disorder, dyspareunia, weight gain, mood swings, essure confirmation test(s):no and incontinence added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("bladder perforation"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder nos") in a 47-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s):no". The patient's past medical history included tobacco abuse and gravida. Previously administered products included for an unreported indication: loestrin and prednisone. Concurrent conditions included irritable bowel syndrome, dyspareunia, polyuria (urinates a lot during the day and at night may get up 4 times at night.), polyp, anxiety (on and off for years), insomnia, mood change, nocturia (twice a night), seasonal allergy, iron deficiency anemia, restless legs syndrome, fluid retention, joint pain, obesity, uterine bleeding, swelling abdomen, leiomyoma nos, pelvic adhesions (adhesions of bladder to uterus), arthritis and iron deficiency anemia. Concomitant products included alprazolam (xanax), amitriptyline, ascorbic acid (vitamin c), diazepam (valium), eszopiclone (lunesta), ferro-folsan (iron folic), fish oil, furosemide, gabapentin, levothyroxine, liothyronine, loratadine (lotan), methotrexate, multivitamins, norethisterone (nor-qd), pentosan polysulfate sodium (elmiron), potassium chloride (k-lor), prednisone, ropinirole, sertraline, teevex, vitamin d nos and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced rash ("constant rashes/ trunk/ body / extremity"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss."). In (B)(6) 2012, the patient experienced polymenorrhoea ("frequent menses"). In 2012, 4 years 7 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), bladder disorder ("bladder disorder /ic requiring bladder instillations/"), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), mood swings ("mood swings"), urinary incontinence ("incontinence"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), peripheral swelling ("swelling of extremities"), pelvic pain ("pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), irritability ("hormonal changes describe: irritable"), cystitis interstitial ("interstitial cystitis"), cystitis ("bladder infection") and urinary tract infection ("uti"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2014, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pruritus ("itching"). The patient was treated with biotin, antibiotics, surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (ablation and hysterectomy), surgery (ablation and hysterectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the bladder perforation, menorrhagia, vaginal haemorrhage, autoimmune disorder, bladder disorder, urinary tract disorder, dyspareunia, weight increased, urinary incontinence, vaginal infection, female sexual dysfunction, peripheral swelling, pelvic pain, polymenorrhoea, cystitis and urinary tract infection outcome was unknown, the genital haemorrhage, mood swings, rash, pruritus, migraine, headache, fatigue, alopecia, back pain, abdominal pain and irritability had resolved and the cystitis interstitial had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder disorder, bladder perforation, cystitis, cystitis interstitial, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, migraine, mood swings, pelvic pain, peripheral swelling, polymenorrhoea, pruritus, rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. ¿concerning the injuries reported in this case, the following one were extracted from the patients medical record: menorrhagia." Most recent follow-up information incorporated above includes: on 22-may-2018: pfs received- events abnormal bleeding, abdominal pain, irritable, incontinence, back pain, hair loss, bladder perforation, fatigue, pain, swelling of extremities, bladder infection, uti, interstitial cystitis, headaches, migraines, rash ( itching) , autoimmune disorder, vaginal infection, apareunia were added. New reporter was added. Date of insertion was updated. Outcome of event added incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of bladder perforation ("bladder perforation"), menorrhagia ("menorrhagia"), vaginal haemorrhage ("vaginal bleeding"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorder nos") in a 47-year-old female patient who had essure (batch no. 646516) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test(s):no". The patient's past medical history included tobacco abuse and gravida. Previously administered products included for an unreported indication: loestrin and prednisone. Concurrent conditions included irritable bowel syndrome, dyspareunia, polyuria (urinates a lot during the day and at night may get up 4 times at night.), polyp, anxiety (on and off for years), insomnia, mood change, nocturia (twice a night), seasonal allergy, iron deficiency anemia, restless legs syndrome, fluid retention, joint pain, obesity, uterine bleeding, swelling abdomen, leiomyoma nos, pelvic adhesions (adhesions of bladder to uterus), arthritis and iron deficiency anemia. Concomitant products included alprazolam (xanax), amitriptyline, ascorbic acid (vitamin c), diazepam (valium), eszopiclone (lunesta), ferro-folsan (iron folic), fish oil, furosemide, gabapentin, levothyroxine, liothyronine, loratadine (lotan), methotrexate, multivitamins, norethisterone (nor-qd), pentosan polysulfate sodium (elmiron), potassium chloride (k-lor), prednisone, ropinirole, sertraline, teevex, vitamin d nos and zolpidem tartrate (ambien). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced rash ("constant rashes/ trunk/ body / extremity"), migraine ("migraines"), headache ("headaches"), fatigue ("fatigue") and alopecia ("hair loss."). In (B)(6) 2012, the patient experienced polymenorrhoea ("frequent menses"). In 2012, 4 years 7 months after insertion of essure, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). In 2012, the patient experienced vaginal haemorrhage (seriousness criteria medically significant and intervention required), the first episode of cystitis interstitial ("bladder disorder /ic requiring bladder instillations/"), urinary tract disorder ("urinary tract disorder"), dyspareunia ("dyspareunia"), weight increased ("weight gain"), mood swings ("mood swings"), urinary incontinence ("incontinence"), vaginal infection ("infection vaginal"), female sexual dysfunction ("apareunia ( inability to have sexual intercourse)"), peripheral swelling ("swelling of extremities"), pelvic pain ("pain"), back pain ("back pain"), abdominal pain ("abdominal pain"), irritability ("hormonal changes describe: irritable"), the second episode of cystitis interstitial ("interstitial cystitis"), cystitis ("bladder infection") and urinary tract infection ("uti"). In 2013, the patient experienced autoimmune disorder (seriousness criterion medically significant). In 2014, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced genital haemorrhage (seriousness criteria medically significant and intervention required) and pruritus ("itching"). The patient was treated with biotin, antibiotics, surgery (hysterectomy with bilateral salpingo-oophorectomy), surgery (ablation and hysterectomy), surgery (ablation and hysterectomy) and surgery (underwent ablation). Essure was removed on (B)(6) 2014. At the time of the report, the bladder perforation, menorrhagia, vaginal haemorrhage, autoimmune disorder, urinary tract disorder, dyspareunia, weight increased, urinary incontinence, vaginal infection, female sexual dysfunction, peripheral swelling, pelvic pain, polymenorrhoea, cystitis and urinary tract infection outcome was unknown, the genital haemorrhage, mood swings, rash, pruritus, migraine, headache, fatigue, alopecia, back pain, abdominal pain and irritability had resolved and the last episode of cystitis interstitial had not resolved. The reporter provided no causality assessment for menorrhagia with essure. The reporter considered abdominal pain, alopecia, autoimmune disorder, back pain, bladder perforation, cystitis, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, irritability, migraine, mood swings, pelvic pain, peripheral swelling, polymenorrhoea, pruritus, rash, urinary incontinence, urinary tract disorder, urinary tract infection, vaginal haemorrhage, vaginal infection, weight increased, the first episode of cystitis interstitial and the second episode of cystitis interstitial to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.4 kg/sqm. Concerning the injuries reported in this case, the following one were extracted from the patients medical record: menorrhagia, device monitoring procedure not performed, dyspareunia, cystitis interstitial, mood swings, polymenorrhea, urinary incontinence. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.